Event description:
The patient reportedly attempted suicide three weeks prior to vns implant. It was also reported that after vns implant, the patient was hospitalized due to suicidal ideation. The patient was discharged from the hospital and passed away just days later, presumably due to suicide. It was reported that the patient was found in her bathtub with a pill bottle next to her. It is not known whether stimulation had been initiated at the time of the reported event.